Event description:
It is reported that the pt is experiencing right shoulder pain. The x-ray shows the implant is partially broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.